Event description:
It was reported that the pump had a constant pressure alarm. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: facility name:(B)(6) address line: (B)(6) address line 2:(B)(6): one pump was returned for analysis in used condition. Visual inspection found that the device was in good condition. Service history review identified that the device has not been in before for repair related to the customer stated problem. Review of the event history log was not required. Functional testing confirmed the customer reported problem. The investigation determined that the cause of the problem was something related to the sensors. The sensors will be calibrated or exchanged as applicable.